Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after an iliac intervention using a 6f sheath. Reportedly, the device was inserted without issue. After pressing in the plunger in step #2, to open the wings, the wings were pulled back to the wall and it was felt it was pulled back too far to deploy properly in the vessel. The safety release button collapsed the wings, and the device was removed without issue. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
Analysis was performed on the returned device. The reported loss of vessel access could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the returned device condition, a conclusive cause for the reported difficulty cannot be determined. Factors that contribute to loss of vessel access may include, but not limited to, device pulled back too hard into apposition against anterior surface of artery. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. H6: medical device problem code 2993 removed and 4001 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after an iliac intervention using a 6f sheath. Reportedly, the device was inserted without issue. After pressing in the plunger in step #2, to open the wings, the wings were pulled back to the wall and it was felt it was pulled back too far to deploy properly in the vessel. The safety release button collapsed the wings, and the device was removed without issue. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.